Manufacturer narrative:
Alleged failure: inner sheath of blade, tip broke off during case the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. Blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during the procedure. No pieces fell in the joint and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. No pieces fell in the joint and the procedure was completed successfully.